Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose level was adversely impacted and read as "high" on the cgm. The customer took corrective action by administering a correction injection via mdi and resolved the issue by changing the infusion set and cartridge before resuming insulin delivery.